Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing and sterilization records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, hematoma, open wound, granulation tissue. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Anesthesia report. Asa 4 ¿ life threat. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia, reducible. Postoperative diagnosis: recurrent incisional hernia, reducible. Procedure: incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. IV fluids: approximately 2 liters of crystalloid. Estimated blood loss: approximately 250 cc. Drains: three #10 french jackson-pratt drains. Specimens: hernia sac. Complications: serosal tear repaired primarily. Indications for procedure: the patient is a 57-year-old african-american make with a history of multiple abdominal surgeries initially for a small bowel resection. The patient states that he has had multiple hernia operations in the past and they have all come back. The patient states that he has not, as far as he knows, had any mesh present in his abdomen. The patient preoperatively had a CT scan which showed a ventral hernia with small loop of transverse colon present. On physical exam, the patient had reducible hernia with no signs of obstruction. Procedure in detail: ¿the patient was taken back to the operating room and placed in the supine position. The abdomen was prepped and draped in the sterile fashion. A vertical midline incision was made with a #10 blade scalpel. Dissection continued with electrocautery. The hernia sac was identified just to the left of the incision. Dissection continued around the hernia sac with electrocautery. The abdomen was entered once the hernia sac was cut with metzenbaum scissors and the abdominal contents were placed back into the abdomen. Dissection was made underneath the peritoneum, lysing adhesions with a combination of metzenbaum scissors and electrocautery proximally for 4-5 cm away from fascial edge. Once this was cleared circumferentially, dissection continued on top of the fascia, extending around circumferentially proximally 5-6 cm until the viable fascia was identified circumferentially around the hernia. The hernia sac was resected with grasping with allis clamps and removing it from the subcutaneous tissue. The specimen was sent forward to pathology. Once the adhesions to the small bowel were cleaned intra-abdominally and adequate space around the hernia sac to viable fascia was identified, the defect was measured and measured to be approximately 9 x 14. A piece of dual mesh was measured with 3 cm overlap on each side. A piece of dual mesh was cut approximately 15 x 28 cm. Then, #1 prolene was used to sew the dual mesh into the fascia underneath the peritoneum in an interrupted u-stitch fashion circumferentially. The bowel was retracted and the fascia was elevated by grasping with a kocher clamp. There appeared to be a stitch going through the small bowel after visual inspection. The stitch was cut and removed and the small bowel was examined. There was no leakage of succus from the small intestine and there appeared to be a serosal tear which was repaired primarily with oversewing with interrupted 3-0 silks in lembert fashion. Once this was accomplished, the bowel was then placed back into the abdomen and sewing of the mesh was recontinued. After the mesh was sewn into place, the suture was then tied down circumferentially. The mesh was tested to make sure there was no space in between the mesh and the peritoneum. Defects between the peritoneum and mesh were closed with the same #1 prolene suture in a u-stitch fashion. After placement of the mesh, the fascia was oversewn with an interrupted figure-of-eight #1 prolene. Three jackson-pratt drains were placed vertically over the fascia with the drains entering underneath the incision. The drains were placed on suction. The subcutaneous tissue was reapproximated with 2-0 vicryl. Prior to fascial closure, the area was irrigated copiously with normal saline. All bleeding was identified and controlled with electrocautery. The skin was reapproximated using staples. The drains were sewn in using 2-0 silk suture. Prior to skin closure, all lap, needle and sponge counts were counted as correct. The patient tolerated the procedure well but the patient had to be re-intubated after being extubated due to inadequate tidal volumes and not waking up appropriately. The patient transferred to the surgical intensive care unit for observation and weaning of vent.¿ (B)(6) 2006: (B)(6). Implant record. Prosthesis/item installed: mesh, hernia. Vendor: gore. Model: dualmesh plus antibiotic ¿ 1dlmcp06. Lot/serial: (B)(6). Size: 18cm x 24cm x 1mm. Sterile resp: manufacturer. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03341971) was implanted during the procedure. (B)(6) 2006: (B)(6) operative report. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Procedure: removal of infected ventral hernia mesh and placement of vicryl mesh. Anesthesia: general endotracheal anesthesia. IV fluids: approximately 1500 cc crystalloid. Estimated blood loss: approximately 50 cc. Specimens: infected ventral hernia mesh and wound cultures. Complications: none. Intraoperative findings: large amount of purulent material expressed from underneath mesh. Indication for procedure: the patient is a 57-year-old african-american male who had a ventral hernia repair with mesh placement on (B)(6) 2006. The patient did well initially post operatively and was being seen as an outpatient in the clinic. The patient had a hematoma on the follow-up clinic visit that was evacuated after opening up his staples. The patient had started bid dressing changes with home health assistance. The patient came to the emergency room approximately one week ago with exposed mesh and feeling feverish. Plan for excision of infected dual mesh. Procedure in detail: ¿the patient was taken back to the operating room and placed in the supine position. The abdomen was prepped and draped in a sterile fashion. The #10 blade scalpel was used to further open the previous incision. There was an area of open wound that further opened with electrocautery. There was a large amount of granulation tissue present over the mesh. The sutures were identified and cut with mayo scissors. After cutting a couple of stitches superiorly, a large amount of pus was expressed from underneath the mesh and cultures were taken at this time. The sutures were cut circumferentially and the mesh was sent to pathology for specimen. The abdomen was copiously irrigated with approximately two liters of normal saline. After it was cleaned, it was decided to place a vicryl mesh. A piece of vicryl mesh was sewn to the fascia and granulation tissue with a #1 prolene in a running pattern and kerlix dressing was placed over the wound. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.¿ (B)(6) 2006: (B)(6). [Provider ni]. Pathology report. Diagnosis: abdominal wall: mesh removal: infected artificial mesh material. Gross description: the specimen received fresh labeled with patient¿s name and ¿abdominal wall mesh¿ consists of synthetic material 41.5 x 9.5 x 0.4 cm. Representative sections are submitted in a single cassette-2 pieces. [Partial record, first page missing]. (B)(6) 2006: (B)(6). Pathology report. Accession #: sp062832. Specimen: incisional hernia sac. Diagnosis: abdomen, hernia repair: fibroadipose tissue consistent with hernia sac. Gross description: the specimen received in formalin labeled with the patient¿s name and ¿incisional hernia sac¿ consists of two pieces of fibrous, yellow-pink soft tissue 8.0 x 6.0 x 4.5 cm in aggregate. The specimen is sectioned. Representative section is submitted in a single cassette-1 piece. Records span 06/01/06 to 08/07/06. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03341971 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.